Event description:
As reported by the user facility: vancomycin was infusing at 200ml/hr. When infusion should have been come, there was approximately 40ml left in the bag. The pump was set correctly. Reference MFR # 9610825-2014-00207.